Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 24 mm amplatzer septal occluder (aso) was chosen for procedure on (B)(6) 2022. During the procedure, the device presented with a cobra shape deformation in the left atrium. The device was removed and exchanged with a new aso. No additional information has been provided.

Event description:
N/a

Manufacturer narrative:
An event of device deformation during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.